Event description:
It was reported that the ventricular lead had high impedance values of greater than 2500 ohms. The device was removed from service. No patient complications have been reported as a result of this event.